Event description:
It was reported that during a da vinci s procedure, it was observed that the jaws of the pk dissecting forceps instrument were misaligned. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. The customer reported malfunction does not itself constitute a FDA reportable event, however, engineering discovered evidence that an arcing event occurred during internal evaluation of the instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip is bent, causing side to side misalignment of the grips. There is an offset of approximately .174" at the tips. Conclusions - engineering also observed charring at the conductor wire exit of the yaw pulley, indicating an arcing event occurred. No other damage was found.